Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported a pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler expired while connected to the cycler. There was no specific allegation that this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported this patient expired at home on (B)(6) 2026 while connected to the liberty select cycler. The patient¿s death was attributed to a significant history of cardiac disease leading to cardiac arrest. It was unknown whether emergency medical services were activated but it was affirmed that the patient was pronounced deceased at home with no transport. It was reported that the patient¿s cardiac arrest during a pd treatment was not the result of a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s cardiac arrest, leading to his death. The cause of this patient¿s death can be attributed to a cardiac arrest due to cardiac disease with no indication of a contributing deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. It is well known the esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population, particularly in the environment of cardiovascular disease. Therefore, the liberty select cycler can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported a pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler expired while connected to the cycler. There was no specific allegation that this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported this patient expired at home on (B)(6) 2026 while connected to the liberty select cycler. The patient¿s death was attributed to a significant history of cardiac disease leading to cardiac arrest. It was unknown whether emergency medical services were activated but it was affirmed that the patient was pronounced deceased at home with no transport. It was reported that the patient¿s cardiac arrest during a pd treatment was not the result of a deficiency or malfunction of any fresenius product(s) or device(s).

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported a pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler expired while connected to the cycler. There was no specific allegation that this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported this patient expired at home on (B)(6) 2026 while connected to the liberty select cycler. The patient¿s death was attributed to a significant history of cardiac disease leading to cardiac arrest. It was unknown whether emergency medical services were activated but it was affirmed that the patient was pronounced deceased at home with no transport. It was reported that the patient¿s cardiac arrest during a pd treatment was not the result of a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Additional information: d.9., h.3. Correction: g.4. Plant investigation: the actual device was returned to the manufacturer for physical a visual inspection of the returned cycler exterior showed signs of physical damage: power entry module damaged. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Voltage verification check ¿ passed. Replaced power entry module before check. A (as received with reduced dwell) simulated treatment was performed and completed. Valve actuation test ¿ passed. System air leak test ¿ passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported a pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler expired while connected to the cycler. There was no specific allegation that this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported this patient expired at home on (B)(6) 2026 while connected to the liberty select cycler. The patient¿s death was attributed to a significant history of cardiac disease leading to cardiac arrest. It was unknown whether emergency medical services were activated but it was affirmed that the patient was pronounced deceased at home with no transport. It was reported that the patient¿s cardiac arrest during a pd treatment was not the result of a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Correction: a.4.